Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was recommended to run extended self-test (est) and performance verification test (pvt). Covidien was not authorized to conduct the repair. Customer informed that recommendations were followed and unit is back in service.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.